Event description:
It was reported that multiple, intermittent cartridge alarms (alarm 30) occurred during basal delivery with multiple cartridges after the pump fell and the housing became dented and damaged. There was no impact to the customer's blood glucose level. Reportedly, the customer continued to use the pump for insulin delivery.